Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'low battery and then turn off' was reproduced. A review of the event history log revealed battery low messages. The unit was connected to the ac power source, and it was not able to charge battery properly causing that the battery drains its voltage and present battery low message and then the battery drains its voltage, and the unit turn "off". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be evaluation determined the causality to be a failed ac power adaptor. The ac power adaptor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.